Manufacturer narrative:
Investigation summary: bd molecular quality initiated investigation on the customer report regarding one (1) run with several specimens with high(B)(6) (greater than a zero [0] CT) values for (B)(6) 16 on the bd viper lt system. Quality investigation required reviewed of the batch history records and functional analysis of retention materials from the customer reported reagent batches as well as complaint trending review. The batch history records were reviewed and no discrepancies were noted. Functional analysis of retention materials met acceptance criteria. There are no complaint trends against several specimens with high negative (greater than a zero [0] CT) values on the bd viper lt system. It is important to note if the hbb (internal control) result passes for a given specimen and the (B)(6) control for a given run passes, the result should be deemed valid (a correct (B)(6) result in the aforementioned cases). Bd molecular quality will continue to closely monitor for trends associated with (B)(6) (greater than a zero [0] CT) values on the bd viper lt system. There was no corrective action taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using kit bd onclarity hpv assay rgt pack EU 30 (B)(6) results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "today I have request from lab with bd viper lt from zamosc run was done yesterday, with 30 patient samples. CT of qc (B)(6) should be -1, is 38, 5 but 14 women have (B)(6), 16 with CT 38,3 or 38,2. . I have never seen this kind of results."